Manufacturer narrative:
(B)(4). Concomitant medical products: 010000661 ¿ g7 acetabular shell ¿ 6335820; 110024461 ¿ g7 dual mobility liner ¿ 403820; 650-1055 ¿ ceramic biolox head ¿ 2936744. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a revision approximately 1 week post right hip procedure due to falling and sustaining a fracture of the proximal femur. Patient reports severe pain in low back and leg prior to falling. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Pre-revision op notes dated were reviewed and identified patient has more back pain than the hip pain. During an attempt to sit on the toilet seat led to a periprosthetic fracture. Revision op notes identified patient was revised due to femur fracture. There was a small crack in the proximal calcar extending towards the medial calcar distal to lesser trochanter. No necrosis or infection identified. Cables were placed proximal to lesser trochanter. Stem head and bearing were replaced. It was identified that the patient sat down forcibly due to the back pain and this likely contributed to the facture. However definite root cause for the fracture and pain is unknown device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined.